Event description:
Biomedical technician reported they received a postiive reading for corynebacterium on this baxter sps 1550 machine. The machine was pulled from pt use. There was no pt injury, no medical intervention, no reports of pt being sick on this device and no adverse symptoms reported.